Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The product support engineer advised customer to replace the flow sensor assembly. Followed up with customer and found that replacing the flow sensor assembly corrected the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports that during the pvt the air flow set to 0 but reading 1.6 lpm. There was no patient involvement.